Event description:
It was reported that a 512sd was used during a laparoscopic gastrectomy. It was reported by the affiliate that the locking button of the 512sd in the fdc18 kit,would not set properly. A new trocar was used to complete the case. There was no consequence to the pt.